Manufacturer narrative:
(B)(4). Date sent: 3/11/2025. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No. 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Date sent 3/4/2025. D4 batch # unk. B3: exact date is unk. Assumed first day of the month. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoid colectomy when operating the echelon powered circular circular shaker, they were unable to pull out the tool. The green flag was on and the actuation seemed to have occurred, in reality the suture did not cut and put the suture wires in, so the anastomosis did not occur. They opened the suture completely, detached the head and had to use another product. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 7/9/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4) date sent 7/15/2025 d4 batch #176d90 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although it could not be determine the cause of the reported incident, proper usage of the echelon circular powered stapler is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 176d90, and no non-conformances were identified.